Event description:
The customer reported that they noticed metal showing on the ligasure device. Another device was used to complete the procedure. Upon receipt of the device, visual inspection discovered a bare wire on the device.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.